Event description:
Swan-ganz catheter inserted and appeared to be functioning effectively. Approximately three and one half hours post insertion, staff unable to obtain wedge reading. Upon catheter removal, visual inspection of balloon noted it to be ruptured. No adverse outcome to patient notedinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.